Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that there is act button issue. The customer was asked if recalls any significant events leading to the keypad issues and said no. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Insulin pump was received with cracked case at display window corners, display window, belt clip slot and minor scratches on display window. Insulin pump was received with intermittent act button due to corroded keypad traces.